Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead monitor adapted to unipolar due to low impedance and issued a warning. The bipolar impedance is lower than the unipolar impedance. Sensing is better in bipolar and capture is better in unipolar. The clinician indicated that they would reprogram the device to bipolar sensing (as long as there is no oversensing/noise) and unipolar pacing. The lead is still in use. No patient complications have been reported as a result of this event.